Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer went to the emergency room (ER) with a blood glucose (bg) level of 391 mg/dl. Customer was treated with intravenous fluids of saline. Customer also gave a correction bolus via the pump and changed out pump supplies. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.